Event description:
It was reported that the patient experienced an irregular heart beat during interstim implant surgery approximately 2 weeks ago. The patient was wearing a heart monitor and has a diagnostic ultrasound of her heart scheduled. If additional information is received, a follow up report will be sent.

Event description:
Additional information received noted that the patient had a rash on the inside of one leg (right or left not specified) that is red and goes from her calf to her ankle. There was concern regarding if the interstim device was causing the rash. The patient had been taking a new heart medication for approximately 2 weeks. The rash was noticed yesterday (2012-(B)(6)). The rash was not one you could feel, like measles.

Manufacturer narrative:
Product ID (B)(4), lot# v926163, serial#, implanted: 2012 (B)(6), explanted; product typ lead: product ID (B)(4), lot# v926163, serial#, implanted: 2012 (B)(6), explanted; product typ lead: product ID (B)(4), lot#, serial# (B)(4), implanted, explanted; product typ programmer, patient product ID (B)(4), lot#, serial# (B)(4), implanted, explanted, product typ programmer, patient. Product ID (B)(4), serial # (B)(4), implanted: 2012 (B)(6), explanted, product typ: neurostimulator. (B)(4).

Manufacturer narrative:
(B)(4).